Manufacturer narrative:
05-may-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Toxic shock syndrome [toxic shock syndrome], things have been left inside myself - vagina [foreign body in reproductive tract], tampon unraveling at the braid part after use and things have been left inside [complication of device removal], heat flashes- whole body [hot flush], nausea - head and stomach [nausea], tampon unraveling after use [device breakage]. Consumer contacted via phone and stated that the tampons had been unraveling after use; they were unraveling at the braid part and things had been left inside her. No serious injury was reported. Consumer also contacted us FDA via the medwatch program: mw5094051.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Things have been left inside myself - vagina [foreign body in reproductive tract], tampon unraveling at the braid part after use and things have been left inside [complication of device removal], heat flashes- whole body [hot flush], nausea - head and stomach [nausea], tampon unraveling after use [device breakage]. Consumer contacted via phone and stated that the tampons had been unraveling after use; they were unraveling at the braid part and things had been left inside her. No serious injury was reported.